Manufacturer narrative:
B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced sensitivity and noted reduced rigidity compared to his previous implant. The patient expressed a desire to increase both the length and girth of his penis. The device remains implanted, and the patient was encouraged to follow up with his physician. No additional information was reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Correction to field h6: patient codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced sensitivity and noted reduced rigidity compared to his previous implant. The patient expressed a desire to increase both the length and girth of his penis. The device remains implanted, and the patient was encouraged to follow up with his physician. No additional information was reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced sensitivity and noted reduced rigidity compared to his previous implant. The patient expressed a desire to increase both the length and girth of his penis. The device remains implanted, and the patient was encouraged to follow up with his physician. No additional information was reported.